Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2003, and that a subsequent revision procedure was performed on (B)(6) 2009 due to pain and pseudocapsule with cloudy fluid present. Operative notes provided also indicated marked synovitis with slight dark staining of tissue around joint and signs of impingement on the trunnion. The shell, head and liner were removed and replaced with biomet products. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2003, and subsequent revision procedure was performed on (B)(6) 2009, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain, elevated cocr levels and tissue/bone destruction. Additional information provided in operative notes and a review of invoice history confirms the right hip arthroplasty procedure occurred on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2012 due to pain, pseudocapsule with clear fluid and metal staining of periprosthetic tissue, the titanium trunnion was impinging on posterior aspect of the liner, liner wear, and a cyst containing dark-stained metal wear debris granulomatous material. The shell, liner and head were removed and replaced with biomet product. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-00962 / 00965). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." And number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-00962-1 / 00965-1).

Manufacturer narrative:
This follow-up report is being filed to relay the correct revision date. This report is number 1 of 4 mdrs filed for the same person (reference 1825034-2012-00963-2 / 00965-2 & 1226-1).